Manufacturer narrative:
G3: correction to the aware date; the correct aware date is 09.25.2025 (incorrectly reported as 09/11/2025). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A review of event history log revealed multiple occurrences of system error 20602 (monitor motor stall). Flow rate accuracy testing was performed, and it was noted that there were no discrepancies. The reported condition was verified in the event history log. The cause of the reported condition could not be determined. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump experienced a system error 20602 (monitor motor stall). This issue occurred during an unspecified process step and it was unknown if a patient was connected at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.